Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen on (B)(6) 2026. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values which occurred 3 after the sensor had been inserted in the abdomen. The day of the event, at 04:00pm, the patient experienced feeling unwell and experienced a seizure. A fingerstick was taken by the parent and the cgm reading was 11.0 mmol/l, and the blood glucose reading was 2.9 mmol/l. The husband was unable to treat the patient and called emergencies. When a fingerstick was taken, by the paramedics, the blood glucose reading was 1.6 mmol/l. The cgm reading was unknown at that moment. The patient was treated with intravenous glucose, glucose ¿per injection¿, and oral sugar. The patient was brought to the hospital. The seizures eventually stopped. Treatment was continued, and the patient was discharged at 10:00pm. At that time the patient was still feeling tired. At the time of the report the patient was stable. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. When paramedics came, there was not a complete set of reported glucose values available to search within the parkes error grid calculator when the paramedics arrived. No additional patient or event information is available.